Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the navigation was inaccurate five to six millimeters superiorly.

Manufacturer narrative:
Concomitant medical products: product ID: 9735740, software version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, after placing six screws for a l3-l5 posterior lumbar interbody fusion (plif), the surgeon used a non-medtronic imaging system to check the screw placement and the screw of the left l3 was in the disk space. The site checked the accuracy with a pointer and felt accurate on the surface. The site removed and replaced the l3 screw using fluoro. When the surgeon was placing the screw a second time, it was noted that the surgeon put tension on the skin and it appeared that the reference frame was moved. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.